Event description:
Physician was attempting to use a gooseneck snare to retrieve an occluder device from the right atrium. As the physician was pulling on the snare around the device, the radiopaque tip marker bent and broke off. A delivery system sheath that was upsized to 10f was used to locate the tip and then withdraw it out. No further patient complications reported.

Manufacturer narrative:
It was reported that the occluder device which was intended to be retrieved was a septal occluder which had been deployed within the same procedure. Physician was attempting to retrieve the occluder as they were unhappy with the position. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the amplatz goose neck microsnare catheter without the snare loaded in it was examined. The distal tip radiopaque marker band was located proximal of its normal position in the catheter. The shape of the catheter shaft was essentially correct (circular cross-section and tubular). The distal marker band was found within the distal end of the catheter. The marker band moved freely within the distal end of the catheter. The distal tip was irregular indicating that it was rigorously manipulated against a resistant surface but was otherwise intact and not torn. The interior of the distal tip of the catheter was examined: witness marks of the radiopaque marker over modelling were noted. The catheter lumen exhibited a witness mark indicating that the marker band had been present and was bordered on both sides (proximal and distal) by the polymer material. That is, the catheter exhibited a witness mark indicating that the marker band was present at one time and was molded over. The microsnare that encircled the septal occluder device was removed from its catheter. The distal tip was examined: the distal tip radiopaque marker band was in position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.